Event description:
The complainant reported that a vaxcel chest port had been theraupeutically placed in a male patient (age unk) in 2005. In december 2005 the patient experienced pain and swelling in the neck. The patient saw the primary care physician, who treated the pain and swelling with a cream. Subsequently, the patient underwent chemotherapy without any swelling or pain. In 2005, the patient underwent planned explant of the device when it was observed that the catheter was partially severed as a result as a small segment remained attached to port body. The catehter was removed via a cut down approach at the internal jugular site. The catheter did not migrate from its initial position in the patient . The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.